Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient¿s percutaneous lead (driveline) showed a lot of wear to the external silastic jacket. Reportedly, there were no unusual alarms for the event. An external driveline replacement was requested to be performed at the patient¿s routine clinic visit. On 05 mar 2018 technical services performed a distal end driveline replacement. Post replacement, all tests passed.

Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead confirmed the reported cosmetic damage to the silicone sleeve. A distal end percutaneous lead repair was performed by a technical services representative on (B)(6). The approximately 17 inch segment of percutaneous lead replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The percutaneous lead was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on left ventricular assist system (lvas) support and no further events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.